Event description:
On 3/25/99, a baxter international representative notified baxter fenwal customer quality assurance of a 19 year old first time female plasma donor who experienced what was described as a reaction during a plasmapheresis procedure. Fifty minutes into a plasmapheresis procedure on 3/8/99, the donor complained of discomfort. The donor experienced swollen, watery eyes and a cough. The donor received 500 cc of hartman solution (a.k.a. Lactated ringers) and was admitted to the hospital for overnight observation. The donor recuperated to normal status the next day. The documentation provided states that the donor does have a history of rhinitis. Procedure information: time 50 minutes; plasma collected 400 ml, "acd" used 103 ml.